Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): when the customer performed the 4 tests correctly with 4 drops in the sample well. The 4 test cassettes showed no lines next to the ctrl- line, a- line, b-line. The 4 tests did show a line next to cov. The customer was able to send a picture of 1 of the test cassettes.